Event description:
As reported, three powerflex extreme balloons were sent; however, two of three leaked during positive pressure while inflating. There was no reported injury to the patient as they were not used in the patient. The product was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet/sterile packaging components. The device was prepped per the IFU. It was prepped normally and was able to maintain negative pressure. An indeflator was used with pure water to inflate the balloon. The same indeflator was used successfully with other devices. The catheter was never in an acute bend. The devices will not be returned for evaluation.

Manufacturer narrative:
This report is related to report # 9616099-2022-05458. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three powerflex extreme balloons were sent; however, two of three leaked during positive pressure while inflating. There was no reported injury to the patient as they were not used in the patient. The product was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet/sterile packaging components. The device was prepped per the IFU. It was prepped normally and was able to maintain negative pressure. An indeflator was used with pure water to inflate the balloon. The same indeflator was used successfully with other devices. The catheter was never in an acute bend. The devices will not be returned for evaluation.

Manufacturer narrative:
This report is related to report # 9616099-2022-05458. A review of the manufacturing documentation associated with lot 82226909 presented no issues during the manufacturing process that can be related to the reported event. As reported, three powerflex extreme balloons were sent; however, two of three leaked during positive pressure while inflating. There was no reported injury to the patient as they were not used in the patient. The product was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet/sterile packaging components. The device was prepped per the IFU. It was prepped normally and was able to maintain negative pressure. An indeflator was used with pure water to inflate the balloon. The same indeflator was used successfully with other devices. The catheter was never in an acute bend. The product was not returned for analysis. A product history record (phr) review of lot 82226909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during positive pressure ¿ were not confirmed as the devices were not returned for analysis, the exact cause could not be determined. It is likely that procedural factors or handling of the products may have contributed to the reported event. However, without the return of the devices for analysis and with the limited information provided regarding procedural factors, it is difficult to draw a clinical conclusion between the devices and the events reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.